Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date (h4) 4/29/2025.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the probe was missing. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited was missing the probe. There were no reports of patient involvement.